Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-30627. Related manufacturer reference number: 2017865-2021-30628. It was reported that a patient presented in-clinic. Upon examination, it was found that the pacemaker was visible due to device pocket erosion, revealing system infection. No cultures were taken or reported. The entire system was explanted on (B)(6) 2021. The patient was stable throughout and no additional symptoms were reported.